Event description:
A report was received that the pt underwent a pocket revision due to discomfort. During the pocket revision the ipg was replaced due to charging difficulty.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.